Event description:
Customer reported that their acuity system's cpu unexpectedly rebooted. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.